Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2027). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly was not fully from the proximal marker to the distal marker. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in used condition without stent that reportedly had been deployed inside patient. The condition of the sample did not indicate a stent foreshortening. One provided image demonstrates the placed stent inside vessel including a digital length measurement. The delivery system markers are also visible on the image. Based on the digital length measurement the stent has a length of 102.59mm. The distance of the visible delivery system markers is estimated 50% longer as the stent length which approximately matches the provided information. The investigation leads to confirmed result for stent foreshortening. A process related issue could not be found. Only limited information was provided. A manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause could not be identified. Based on the investigation of the provided information, the investigation is closed as confirmed for stent foreshortening. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found described, in particular the instructions for use state: 'prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension', and 'hold the green stability sheath. Do not hold or touch the brown moving sheath.', and 'confirm that the introducer sheath is secure and will not move during deployment.' Regarding access/ accessories the IFU state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter ' and 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The IFU further state: 'while using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site.' H10: g3 h11: h6 (patient, method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly was not fully from the proximal marker to the distal marker. The procedure was completed using another device. There was no reported patient injury.